Event description:
It was reported a revision procedure occurred on an unknown; the explanted devices are not available to be returned to the manufacturer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, d6, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: mni. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number reported as (B)(6). Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a l4-s1 plif was extended to l3-s1 due to adjacent segment disease. Upon extension, it was discovered that the left s1 screw was broken. The shaft was left in situ and the head removed. A new left s1 screw was placed next to the old screw shaft. The initial procedure took place on (B)(6) 2019. The procedure was successfully completed. There was a surgical delay of ten (10) minutes. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown). Unknown set screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse fen scr 6.0x45. This is report 1 of 1 for (B)(4).